Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device inappropriately shut down and displayed an "ECG monitoring failure" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b3. Evaluation results: the device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing including full functional testing, defibrillation cycle testing, cold/hot soak, and an internal inspection without duplicating the report. The ECG board and processor/bridge/pace board were replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Review of the history logs indicated the actual event date was (B)(6) 2021. Review of the logs showed about a minute after powering on, ECG and defib failures occur prior to the device resetting. The reset is a designed response to the reported ECG and defib failures, in an attempt to recover. No further errors were identified in the log following the recovery. Analysis for reports of this type has not identified an increase in trend.